Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4). Note: manufacturer contacted customer on 3/15/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer had no symptoms and no medical attention was reported. Customer states that he run a blood test on both the old meter and the new meter and both meter gave the same results. Customer states that he believe the old meter was working fine.

Event description:
Consumer reported complaint for low blood glucose test results. Father is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 20, 26 and 41 mg/dl (result of 41 is non-fasting). Father stated that when his son got the result of 20 mg/dl he had no symptoms. The customer's expected fasting blood glucose test result range is 100 - 170 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Father stated the paramedics had been called on (B)(6) 2017 at 8:00 am since the customer was yelling and then he was unconscious. Father stated the paramedics ran a blood test on their meter and obtained a result of 40 mg/dl. Father stated customer was given glucose but was not hospitalized. Father stated customer started to eat and then they took his blood on the truemetrix after he ate and obtained a result of 41mg/dl. Father stated the result should have been higher. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is month of (B)(6) 2017. Father stated customer had no changes to exercise routine, diet, medication or diabetic treatment. A list of medications was not given. The meter memory was reviewed for previous test result history: (B)(6). The customer is concerned with the 20,26, 41 and 45mg/dl results provided in the meter's memory. Also the dad stated that when his son got the 20mg/dl on the true metrix meter he had no symptoms . He say his son should have some symptoms but he was walking around fine.